Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient was scheduled for an immediate pump replacement but was due to move to another state in two weeks. Patient had a managing physician in that state and would be seeking replacement there.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred; the cause was unknown. The patient was experiencing pain. The physician performed a dye and rotor study. The dye study was normal. During the rotor study, it was noted the rotor did not move. There were no active alarms. The patient status was reported as "alive - no injury/no adverse event." The device system was delivering dilaudid. The patient was scheduled for a pump replacement at an unknown date.

Event description:
Additional information received reported the motor did not recover, and the cause of the stall was not known. The pump was removed on (B)(6) 2013 and the patient was being managed through oral medications. The patient had cancer of the stomach.

Event description:
It was later reported that the pump was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51801, implanted: (B)(6) 1998. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.